Event description:
It was reported that the patient underwent olif surgery at l3-5 levels for treating l4 compression fracture. Two cages were placed to hold fractured vertebral body. (B)(6) (non medtronic product) was used for posterior spinal fusion and short screws (the tip was at the place of posterior margin; long screw could not inserted) were inserted to l4 vertebra. Post-op, the patient complained of lower limb pain during rehabilitation and a 1/3 back out of the cage was found by x-ray and MRI inspections on (B)(6) 2015. On (B)(6) 2015, the revision surgery was done to remove the cage, and a block of iliac bone graft was placed. Doctor commented that the cage had compressed a nerve in major psoas muscle; short screw at l4 level might have caused the back out because it could not had applied an adequate compression.

Manufacturer narrative:
Product analysis:visual and optical examination of the returned implant did not identify, deformation, crack or fracture. Dimensional inspection confirmed conformance to print specifications.after visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function. After visual review, no evidence was found that would suggest a defect in manufacturing or processing the implants appear to be capable of performing their intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.